Event description:
The facility representative reported to baxter (B)(6) that a 150 ml eva bag was leaking from the injection site. This problem occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number.the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a 150 ml eva bag was leaking from the injection site was not confirmed during sample evaluation. Actual sample and five companion samples were available for evaluation. No defect was observed during visual inspection and functional test. No other tests were performed. The samples were working within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.